Event description:
The reporter did meter to lab comparison tests, done within 10 minutes. Reporter's meter reading (capillary test) was 127mg/dl, and the lab venous test result was 58mg/dl. The reporter stated that they felt cold chills, shaking and confusion. A control test was in range, 131 (97-146). No harm was alleged. On followup, the reporter confirmed the testing info. Pt did not wish to do any further troubleshooting.